Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. In addition, it was reported that there was missing data points on the continuous glucose monitor graph. There was no impact to the customer's blood glucose level. Customer declined follow up from tandem technical support to ensure they successfully started a sensor session.